Manufacturer narrative:
The device has been requested for evaluation however a device history review should be performed, and a supplemental report will be submitted.

Event description:
An event occurred on an unspecified date involved a 15 drop admin set with 4 clave, spin luer where it was reported that the product leaked after nurse inserted the patient's intra-venous (IV) line. There were patient involvement and no reported patient harm.